Manufacturer narrative:
It was discovered during a preventative maintenance visit that the system had been physically damaged. Most notably the high voltage cable had been damaged posing numerous possible hazards. The cable, cover, and brake pedal were replaced. The system was tested and found to be operating normally.

Event description:
It was reported that the system 9800 had a damaged high voltage cable. Additionally the brake pedal and cover had been damaged. There was no adverse patient involvement reported. There was no patient information reported.